Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor was damaged. The customer's blood glucose was 89 mg/dl at the time of the incident. The customer state the sensor alarmed lost sensor while connected. When the customer removed the sensor, the filament was missing. The sensor will be returned for analysis.